Manufacturer narrative:
A series of photos were shared by customer, where an unknown foreign brown material is observed on the spike tip, a ftir analysis performed by customer indicates the spectrum is similar to "polypropylene". No additional damage or anomalies were confirmed. One used list #kl-va001u3, chemosafelock vial adapter was returned for evaluation. As received no particulate was returned back for evaluation. The sample was visually inspected looking for voids, anomalies or source of the particulate, however there was not material source found. Complaint of particulate matter can be confirmed, based on the photo shared by customer. Without the return of the particulate matter, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The product issue/event occurred at (B)(6) university hospital.

Manufacturer narrative:
The device has been returned. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding chemosafelock vial adapter that experienced particulate matter. The reporter stated that, "fm on a spike." The event occurred before use to the patient. Update: event occurred during preparation and was detected prior to direct patient use. The device was changed out/replaced with no further problems encountered and the involved device is available to be tested. As per report, "one (1) actual sample and the individual package was returned. The spike part has the protector attached. Upon checking the spike part after removed the protector, a dark-brown foreign matter was confirmed to be present at the spike. The fm measures 0.4mmx0.6mm. Ftir was performed after the fm collected, rinsed off with distilled water, and dried. The result shows the similar spectrum with polypropylene." Picture is available showing the close-up photo of the sample and sample package with information.